Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 177410/178914/179936, model/catalog description: st linear lead 50cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17625091, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively.